Manufacturer narrative:
The tm (territory manager-field service engineer) was at the site to verify the side cut. Full system verification was performed. No problem found with system. System meets product standards. The surgeon stated that the issues were due to the use of a new system, with new technology. The root cause of the customer's complaint is user handling.

Event description:
A laser tech reports a pt with a flap issue: the flap did not lift cleanly at the side cut, resulting in a small tear when the flap was lifted. The surgeon stated there are no concerns for this pt. This report is for the left eye, the right eye is being reported under manufacturer report number 3003288808-2011-00257. During a follow-up call, the surgeon stated the pt is doing well and he is satisfied that the issues were due to the use of a new system, with new technology. No further information is anticipated.